Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii, batch f155053, was received for evaluation. Upon visual evaluation, it was noted that the trigger buttons were damaged. The cannula also appears to be damaged. Ncr-26582 and CAPA-00531 were opened for this issue. This is a known manufacturing issue.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-4501, meniscal cinch ii, broke. This was detected during a meniscus repair procedure on (B)(6) 2025. The first anchor was set successfully but when the second anchor was triggered, it broke. No knot pusher and cutter were used and no fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another brand's product instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.